Event description:
The customer reported the system displayed an error code message and thereby failed to boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power cap module was replaced. The system was then found to be operating as intended.